Event description:
A pt experienced chest pains while skiing. The crew unsuccessfully attempted to power-on a defibrillator about 50 times. The pt was transported to a hosp. The pt experienced trigeminal pvc's which went away after oxygen was administered.